Event description:
On 13th january 2025, it was reported by an arthrex employee via email that for an ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, the anchor broke. This was detected during a procedure to repair a ruptured left achilles tendon on (B)(6) 2025. Ar-1922p and ar-1927ptb-45 was used to prepare bone socket. The anchor broke during insertion and no fragments were left in the patient. Procedure was successfully completed with no patient harm and no secondary procedure needed by using another new ar-1927bcf-45 instead.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint allegation is confirmed based on the customer-provided picture. Visual evaluation of the customer provided photo noted the anchor was damaged and broken. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during insertion.